Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve operator was stuck. Additional malfunctions include the pm kit was missing, and the hose clamps were leaking.